Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer declined to continue system check with tandem technical support. Customer changed supplies to address the occlusion alarms. Customer reported blood glucose level was less than 240 mg/dl.